Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method and results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no work order details are provided. The relevant log files and case session files were not available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. Additionally, the relevant log files and case session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
In mtha 4.0, during reaming, the center of rotation (cor) was not accessible despite manual reaming. The surgeon noted that the inclination and version appeared to be off, leading to the case being converted to manual total hip arthroplasty (tha).